Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus was broken. It was also noted that the keyboard was broken. As a result the keyboard and stylus were replaced. (B)(4).

Event description:
It was reported that the stylus would not work and the software was unable to be updated. The programmer was returned for servicing. There was no patient involvement.